Manufacturer narrative:
Return of product has been requested. Product and lot number not provided by the reporter therefore unable to proceed with product investigation at this time. Full evaluation will occur upon receipt of returned product.

Event description:
Lip caught [lip injury]; lip would get (caught) in between the rotating part - oral-b brushhead [injury associated with device]; brush broke off the stem [device breakage]. Case description: a consumer of unspecified age and gender reported spontaneously via e-mail on (B)(6) 2018 that from the first use, his/her lip got caught in between the rotating part of an oral-b brushhead, version unknown. The consumer then stated that at one point, the brush broke off the stem and immediately he/she grabbed a new brush head. After brushing for the second time, the consumer had the same problem again; the brush was still on there, but it was clearly broken. The consumer described that of a set of 4 brushes, the first two didn't make it and he/she was now looking at the last one. The case outcome was unknown. Treatment details: unknown. Relevant history: none reported. Concomitant product(s): oral-b rechargeable toothbrush, version unknown. No further information was provided.